Event description:
It was reported that a patient underwent mast surgery, during the procedure, the instrument broke and a fragment of the instrument r emained in the patient.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the upper/dynamic arm of the instrument has broken off just forward of the pivot pin. A microscopic review of the fracture surface reveals of a fairly brittle fracture with indications that there material was in some torsion when the fracture occurred. This is consistent with a twisting motion through the handle. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.